Event description:
It was reported that a mobi-c implant disassembled when the doctor attempted to pull it out to reposition it intra-operatively. There was no patient impact; however there was a two minute delay to reload a new implant.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a mobi-c implant disassembled when the doctor attempted to pull it out to reposition it intra-operatively. There was no patient impact; however there was a two minute delay to reload a new implant.

Manufacturer narrative:
H6 additional investigation type: 4109. Additional information in h6: component, investigation type, findings, and conclusions. Inspection the device was not returned, however photos were provided which show that the device has disassembled. DHR review. The DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge¿s control. Potential root cause. A definitive root cause cannot be determined with the information provided. This event could possibly be attributed to off-axis forces applied during use. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.